Event description:
It was reported that after shooting a gun, the patient's right atrial (ra) lead became dislodged. The lead also exhibited high thresholds and no capture. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, (B)(6) 2014. (B)(4).